Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 06/21/2017 with the following findings: there was a large crack in the display screen. The pump could not be powered on due to continuously rebooting. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed that the display screen was cracked and the pump was continuously rebooting. This report is made based on results of investigation completed on 06/21/2017.